Event description:
Underwent hip arthroscopy surgery. The scope that was used during procedure was contaminated which resulted in me contracting a mycobacterium infection and undergoing three additional surgeries and having to utilize IV antibiotics for 6 weeks.